Event description:
It was reported that the generator displayed an error 3 several times during case. The case was completed with no pt consequence.

Manufacturer narrative:
Date sent: 09/04/2007. Evaluation summary: the hand piece was returned with a loose mount. It was tested on a generator and no error code was noted. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint info is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.